Event description:
It was reported that the heparin cap of the groshongpicc catheter kit leaked liquid. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. The manufacturer has received the sample and, will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of an injection cap was returned for evaluation. An initial visual observation of the video showed a length of extension tubing connected to the distal end of an injection cap. What appears to be the needle of an infusion set was observed to be inserted into the proximal end of the injection cap. In the video, a dripping leak was observed when a clear liquid was infused through the system. The leak appeared to emanate from the connection between the injection cap and the hub of the extension tubing. No further details of the leak could be seen due to the quality of the returned video. While the exact cause of the observed leak could not be determined from the returned video, possible causes include incorrect/incomplete connection, incompatible components, mechanical interference, and damaged components. However, the root cause could not be determined without the return of the physical sample.

Event description:
It was reported that the heparin cap of the groshongpicc catheter kit leaked liquid. No other information was provided.